Event description:
It was reported that the minicap transfer set could not connect tightly with the titanium adapter on the patient. No patient injury or medical intervention was indicated in association with this report. No additional information is available. This is report 3 of 5 for this event.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.